Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the programmer stylus calibration had been disturbed, however, the standard calibration procedure resolved the issue. The programmer was returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus calibration had been disturbed. The programmer was returned for service. No patient complications have been reported as a result of this event.